Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the hub connector is falling off after three to four days while on the ventilated patient even when tried putting it back. They have also noticed once when they took the et tube out of the package, the connector was already loose and would not stay in place after pushing it back on the tube. There was no reported patient outcome.